Manufacturer narrative:
The m3100 battery (s/n (B)(6)) and m4100 transmitter (s/n (B)(6)) remain implanted within the patient. Programmer logs and battery curve analysis revealed that battery fluctuations began around day 1296 post implant with an approximate date of (B)(6) 2025. The 100mv variation over the past 180 days is consistent with the failure pattern seen in kryoflex-related issues. The voltage instability, characterized by large voltage swings, is consistent with excessive current draw. As the model 4100 transmitter was not returned for analysis, the root cause of the erratic battery curve could not be determined. However, the transmitter's serial number falls within the scope of CAPA 22-007, which was initiated to address feedthrough failures.

Event description:
During a routine 4-year follow-up at (B)(6), fluctuations in battery voltage were observed on the battery performance curve of the patient's wise crt (cardiac resynchronization therapy) system. To date, there have been no reported adverse clinical outcomes or sequelae attributed to the device or the observed battery voltage fluctuations.